Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button required several presses to respond. The reporter confirmed that there was no damage to the keypad or to the pump housing. The patient reportedly wore the pump in a pouch attached to the belt and cleaned the pump with a dry q-tip. This report is made based on the allegation of the ok button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad symbols were found to be worn but the keypad was found to be intact. The contrast button was found to be intermittently responding to button presses. The contrast button has no effect on the pump's insulin delivery function. The keypad was removed and contamination was found under all of the button contacts.